Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and found the amc controller spc 1 was in red status led on the cn2 network. The philips engineer replaced amc triple servo drive. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system gave an alert that the geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.